Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a recent site visit by a bd representative; it was observed in a clean utility room that the release latch was sticky. There was no additional event details provided. There was no patient involvement per tpc bd representative.